Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7071508.

Event description:
It was reported that the patient experienced discomfort and irritation with the ipg. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.